Manufacturer narrative:
Please note that following information is the corrected data for this complaint file, please disregard information sent/submitted in the initial medwatch report: the report from a clinical study (B)(4) for patient with ID (B)(6) indicated that the procedure was coil embolization assisted with the vrd (enc452812) of the left superior cerebellar artery, and shortly after the enterprise was deployed, hemiplegia of the left side was developed. The patient was treated with ozagrel (160mg/day, (B)(6) 2011), however sequela remained. Additionally, after the stent and coiling procedure was completed, thrombus was observed at the implanted site/enterprise with MRI. The site also reported that seven days after the procedure, the patient had dvt (in inferior limb on the hemiplegia side). Warfarin was administered (3mg/day, (B)(6) 2011-) and remission was confirmed. The physician's comment indicated that the hemiplegia developed shortly after the enterprise vrd stent was deployed. There could be occlusion of perforating branch artery caused by the stent struts. The modified rankin scale pre-procedure 0, after procedure and within a week 4, and after 30 days it was 4. The act pre-procedure 113 seconds, and post-procedure was 279 seconds. The enterprise was fully expanded and apposed to the vessel wall after initial placement, and the enterprise was fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. No indications of any conditions causing hypercoagulable state or dissections were noted during the procedure. No coil was protruding into the parent artery. The saccular unruptured aneurysm neck was 5.0mm and the neck to sac ratio was 5.0mm/12.0mm. The parent vessel size/diameter proximally was 3.6mm and distally was 2.8mm. A cd copy of the procedure was not available. Products utilized during the case consisted of envoy 6french guiding catheter, prowler select plus microcatheter, echelon 10 mc, sl10 mc, chikai guidewire, gt12, v-trak, and gdc 10. Medication therapy consisted of bayaspirin 100mg/day ((B)(6) 2011-), pletal 100mg/day ((B)(6) 2011), and pletal 200mg/day ((B)(6) 2011-). Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01422617. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis and side branch occlusion with associated neurological impact are known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system or with the procedure as outlined in the instructions for use. Although no definitive conclusion can be made based on the available information, vessel characteristics, patient, and pharmacological factors may have contributed to the post implantation thrombus and neurological symptoms. There is no evidence of any device manufacturing or performance issues related to the event.

Manufacturer narrative:
Lake region lot number 01422617 which is cordis lot number 01422617 per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422617. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 50 units, which were shipped from lake region medical on may 28, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
The report from clinical study (B)(4) for patient with ID (B)(4) indicated that hemiplegia (left side) developed shortly after the vrd stent was deployed. Ozagrel was administered (160mg/day, (B)(6) 2011), and sequel remained. Additionally dvt (in inferior limb on the hemiplegia side) developed seven days after the procedure. Warfarin was administered (3mg/day, (B)(6) 2011) and remission was confirmed. The procedure was coil embolization assisted with the vrd (enc452812). The target lesion was left superior cerebellar artery.